Manufacturer narrative:
(B)(4). Eval, results: (endoleak), (disease progression with aortic neck dilatation), (use of thoracic device in the abdominal aorta). Eval, conclusion: (disease progression with aortic neck dilatation), (use of thoracic device in the abdominal aorta).

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 24 months ago. Aneurysm and vessel morphology from the time of implant were not reported. A talent abdominal stent graft (ref MFR # 2953200-2011-01111), two aneurx iliac limbs (ref MFR # 2953200-2011-01112), one aneurx iliac extension, and one talent thoracic stent graft (ref MFR # 2953200-2011-01113). It was reported that the pt had a proximal and a distal type I endoleaks approx 10 months post stent graft implant due to disease progression with aortic neck dilatation and was treated with two talent thoracic cuffs for the proximal type I endoleak and an aneurx extension was placed for the distal type I endoleak. Recently the CT demonstrated that there is a type I endoleak of the proximal thoracic cuff (ref MFR# 2953200-2011-01114). An angiogram is planned to determine the course of intervention if any intervention will be required. No add'l clinical sequelae were reported, and the pt is fine.